Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02306. Related manufacturer reference number: 2938836-2020-02308. It was reported that low frequency high amplitude noise was observed on atrial sense amp and ventricular sense amp channels. The lead impedance measurements were all within normal range. Patient presented for lead extraction and during the procedure, all 3 leads had insulation damage. It was unclear if the left ventricular lead was damaged during the extraction, but physician suspected lead was damaged prior to the extraction procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise and insulation damage was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion under the svc shock coil at 22.6cm to 22.7cm from the distal tip. The etfe coating was intact at this location.